Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that the customer noted air was leaking from the cuff of the portex tubes blue line ultra during use. There were no patient injuries.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu). Received three pictures and the smj. Through the pictures, this revealed small tear in the pilot balloon. They were tested by samples pn: 100/860/780. Visually inspected revealing small tear in the pilot balloon, no discrepancies found in returned sample. Functional testing with cuff and pilot balloon of the returned sample were inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage with no air bubbles revealed to confirm event. Then the engineering was reviewed with product performing and inspected 100% prior to release. Theory of cause was product malfunction occurred after leaving smiths medical. The instruction say ? Guard against cuff damage by avoiding contact with sharp edges." No fault was found and event was not validated.